Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) which occurred on home choice (hc) during dwell. The technical service representative (tsr) explained to the hp that the hc could have pulled air out of the bags and caused the alarm. The hp will finish therapy with manual. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.